Manufacturer narrative:
(B)(4). Additional narrative: backflow condition confirmed. Device's fill-port cap was removed, and leakage was observed coming out of the fill-port. No other observation was noted. No other cause of leakage was found during the examination. The root cause of the reported condition was caused by a glass fragment introduced into the fluid pathway during fill without the use of a filter. A batch review was conducted which found no nonconformances. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) ce infusor lv 5 device leaked at the filling port during filling. It is unknown with what the device was filled. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.